Event description:
During a transcatheter arterial embolization (tae) of a pancreaticoduodenal artery the coil stretched and the proximal section of the coil protruded into the parent vessel. It was reported that during an attempt to remove the coil with a retrieval device, it broke and vessel occlusion occurred. The broken proximal section remained in the area planned for the embolization; therefore, treatment to resolve the occlusion was not required. The relationship between the coil protrusion and the thromboembolic event is unknown. The patient remained in stable condition and was reported to be discharged from the hospital.

Manufacturer narrative:
Subject device remains implanted.

Event description:
During a transcatheter arterial embolization (tae) of a pancreaticoduodenal artery the coil stretched and the proximal section of the coil protruded into the parent vessel. It was reported that during an attempt to remove the coil with a retrieval device, it broke and vessel occlusion occurred. The broken proximal section remained in the area planned for the embolization; therefore, treatment to resolve the occlusion was not required. The relationship between the coil protrusion and the thromboembolic event is unknown. The patient remained in stable condition and was reported to be discharged from the hospital.

Event description:
During a transcatheter arterial embolization (tae) of a pancreaticoduodenal artery the coil stretched while being repositioned and an unsuccessful retrieval attempted with a retrieval device was performed. It was reported that thrombus formation occurred resulting in occlusion of the pancreaticoduodenal artery and the procedure was terminated due to this event. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. Based on the information available it is probable that procedure factors limited the performance of the device resulting in the reported difficulties during coil deployment. Thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu); therefore, it is anticipated in nature.